Event description:
I've used dollar tree pregnancy tests on and off for about 3 years and never had any issues until now. Recently, I bought one and it completely failed like no control line, totally unusable. Figured it might've been a dud, so I went back and grabbed another. Same thing happened again. I decided to call the number on the package (www.deltabrands.com) to report it, just to let them know. The guy who answered was super dismissive right from the start and said, "didn't you call yesterday?". I explained the situation and mentioned the second test also didn't work. He told me I "shouldn't be buying more" and literally hung up on me. It was so unprofessional and honestly made me feel stupid for even bothering to reach out. I'm not about to walk into dollar tree with a used test in hand just to prove a point, but I've relied on these for years because they were always affordable and accurate. With how hard it is to get a doctor's appointment quickly, these tests have been a go-to for me. I'm currently keeping a close eye on things and getting blood drawn at (B)(6) just to be safe, but it really sucks to feel dismissed when you're just trying to take care of your health. I¿ve already contacted dollar tree's customer support as well as the store directly regarding this issue, but unfortunately, neither was able to assist me. The support representative I spoke with was dismissive and ended the call abruptly, and the local store informed me they're unable to process any concerns related to product performance or provide a resolution. Because of this, I'm now seeking alternative support or guidance, as I want to ensure my concerns are acknowledged and addressed appropriately. Patient code:4582. Device code:2588,1506. Reference report: mw5171742.